Event description:
It was reported by a nurse through a company rep that high lead impedance was rec'd at a f/u appointment. Moreover, the pt reported to no longer perceive stimulation from the device. The reporting nurse indicated that x-rays were not taken and does have some trauma as pt suffers from seizures that make him fall on the floor. At the moment the pt is being referred to a new physician. Good faith attempts to obtain further info have been unsuccessful to date.

Event description:
Additional information was received through an implant card indicating the patient underwent lead explant and was replaced with a new lead. The explanted lead was returned to the manufacturer and underwent analysis. Analysis of the lead indicated the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
X-rays were received and evaluated by the manufacturer. Review of x-rays indicated the generator was review of the x-rays indicated the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact, and the lead connector pin appears to be fully inserted into the generator connector block. Part of the lead is visible, apart from a section of the lead that is behind the generator and could therefore not be assessed. The electrodes appear to be correctly placed on the vagus nerve. No acute angles or breaks were observed in the assessed portions of the lead. Further information was received from the new physician indicating the patient underwent generator replacement surgery and x-rays were taken prior to surgical intervention. X-rays indicated no anomalies according to the nurse. Moreover, the nurse indicated the high impedance occurred event after generator replacement surgery and the device was left inactive. The explanted generator was discarded at the time of surgery. At the moment lead replacement is planned but has not been confirmed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.